Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker showed noise on rv channel that was oversensed as ventricular tachycardia (vt) events. The oversensing resulted to pacing inhibition of approximately 3 seconds asystole. It was indicated that patient is pacer dependent. Pacing thresholds and impedance measurements were stable. Boston scientific technical services (ts) stated that noise was suspected to be a diaphragmatic oversensing. Ts asked for sensitivity programmed and field representative stated that the device was set to automatic gain control (agc) with maximum of 0.6mv. Ts suggested to fixed sensitivity as patient is pacer dependent. Further, ts was suspecting noise could be due to deep breathing or valsalva and it was always expected but agc was already detected. Patient had some lightheadedness but not related with the stored events. No further information obtained. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.